Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape accessory was analyzed and found to have the outer labyrinth's "control pad height" to be out of specification which created mating issues between the outer and inner labyrinth, leading to excess friction or seizing resulting in detachment from the system when attempting to rotate a draped system's instrument drives. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the ring of the instrument arm drape accessory would not stay attached, checked inner and outer ring before draping everything looked good. The procedure was completed with no reported injury.